Event description:
The patient noted her ICD alarm went off one week ago. It went off again the next day and she contacted the device clinic. The phone interrogation noted possible fractured right ventricular (rv) lead. The rv lead impedance increased from 568 ohms to 1184 ohms 5 days ago. Of note, her device had a lead recall 2 years ago because of propensity to fracture. The patient has not had it changed. She denies any shocks. The patient also received a medtronic virtuoso generator three years agothat has been on advisory alert for one month because of premature battery depletion. The ICD was removed and given to biomed. The rv lead was capped. The patient did not receive another device due to vein occlusion. She was found to have a persistent subclavian stenosis that was initially dilated by interventional radiology. However, she subsequently had an acute thrombus in the axillary/subclavian vein prior to being able to place a new lead in the ep lab. It is now planned that coumadin be initiated and the patient follow up in 4-6 weeks at another hospital. She will undergo repeat venogram and eventual ICD placement in left submuscular region facilitated by interventional radiology to assist in vein dilatation and lead placement. She will then have plastic surgeryto help open/close the pocket.

Event description:
The patient noted her ICD alarm went off one week ago. It went off again the next day and she contacted the device clinic. The phone interrogation noted possible fractured right ventricular (rv) lead. The rv lead impedance increased from 568 ohms to 1184 ohms 5 days ago. Of note, her device had a lead recall 2 years ago because of propensity to fracture. The patient has not had it changed. She denies any shocks. The patient also received a medtronic virtuoso generator three years agothat has been on advisory alert for one month because of premature battery depletion. The ICD was removed and given to biomed. The rv lead was capped. The patient did not receive another device due to vein occlusion. She was found to have a persistent subclavian stenosis that was initially dilated by interventional radiology. However, she subsequently had an acute thrombus in the axillary/subclavian vein prior to being able to place a new lead in the ep lab. It is now planned that coumadin be initiated and the patient follow up in 4-6 weeks at another hospital. She will undergo repeat venogram and eventual ICD placement in left submuscular region facilitated by interventional radiology to assist in vein dilatation and lead placement. She will then have plastic surgeryto help open/close the pocket.